Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 sensor detached prematurely after less than a day of wear. The customer experienced seizure and loss of consciousness, and was able to regain consciousness on their own and self-treat with cola. No further information was provided. There was no report of death or permanent injury associated with this event.